Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No frozen screens or button anomalies were noted. No unexpected low battery alarms noted during testing. Power management tool confirms the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) are within specs. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has a frozen display screen. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the customer previously received a replacement battery cap to try to resolve the issue but the problem persists. The customer was advised that the device would be replaced and to return the product for analysis. No further details provided.